Event description:
It was reported that a pt underwent a sling procedure in 2009. Six weeks after the procedure, the pt reported lack of efficacy of the procedure and worsened symptoms. The pt was experiencing urinary leaking upon getting up, nocturia, and urgency the pt saw her consultant five weeks after the procedure but he did not suggest anything. The pt saw the consultant again and was treated with an oestrogen vaginal pessary at night and vesicare tablet 10g per day. The pt's symptoms are improved although she is needing to pass urine every few hours.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009. Worsened uncontinence. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.